Event description:
Noticed trach tube was moving when preparing to move pt to have x-rays done. Tube was sutured to pt. Upon further investigation noted trach was broken at the neckplate and outer cannula on the left side. Respiratory therapist called to change out trach. Changed with same type of product with no problems. Original new trach procedure done on 10/21/1998.